Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device returned to manufacturer: the 2.25mm x 15mm agent drug-coated balloon was returned and analysis was completed. The balloon was tightly folded and the presence of contrast was noted in the inflation lumen. The investigation found the hypotube was separated 29cm from the hub. Along the length of the hypotube there were also multiple kinks. Microscopic examination revealed there was damage to the tip of the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that difficulty crossing a lesion and a shaft break occurred. The 90% stenosed target lesion was located in the 60% calcified obtuse marginal (om) artery. After a 1.25 rota burr was advanced to the target lesion to do the debulking, a 2.25 x 15.00mm agent balloon was advanced, but was unable to approach the lesion due to heavy calcification. The agent balloon was advanced many times, but was still unable to cross the lesion. The balloon was removed through the guide catheter without issue. After the balloon was removed, it was noticed that the catheter had broken in two parts within 20cm from the hub. A 2.25 x 20mm agent balloon was then advanced, but was also unable to cross the target lesion, and when removed, it was noticed that the catheter was kinked. A 2.0 x 15mm agent balloon was then advanced and fully dilated the target lesion. The procedure was completed without patient complications and the patient was reported to be stable after the percutaneous coronary intervention (pci) procedure.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that difficulty crossing a lesion and a shaft break occurred. The 90% stenosed target lesion was located in the 60% calcified obtuse marginal (om) artery. After a 1.25 rota burr was advanced to the target lesion to do the debulking, a 2.25 x 15.00mm agent balloon was advanced, but was unable to approach the lesion due to heavy calcification. The agent balloon was advanced many times, but was still unable to cross the lesion. The balloon was removed through the guide catheter without issue. After the balloon was removed, it was noticed that the catheter had broken in two parts within 20cm from the hub. A 2.25 x 20mm agent balloon was then advanced, but was also unable to cross the target lesion, and when removed, it was noticed that the catheter was kinked. A 2.0 x 15mm agent balloon was then advanced and fully dilated the target lesion. The procedure was completed without patient complications and the patient was reported to be stable after the percutaneous coronary intervention (pci) procedure.